Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. The customer¿s blood glucose level was 118 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy.

Manufacturer narrative:
It was reported multiple minimum fill notifications occurred after filling a cartridge with 200 units of insulin.